Event description:
It was reported that the device received a "safety clamp door open" error message. There was no reported patient interaction.

Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked sear for safety clamp door open error message. Replaced damaged rear case, replaced door assy for damaged upper hing, replaced 3rd party upper pressure sensor, replaced fluid ingress bezel and replaced left/right corroded iui's. Replaced dim u4 on display board. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/19/2009 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received a "safety clamp door open" error message. There was no reported patient interaction.